Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right side rail is bent and pulled away from the bed. The provider states one of the ends of the bed is sticking outward.